Event description:
It was reported the device made patient contact. The procedure was completed using an additional like device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: (B)(6) hospital in taiwan informed cook of an incident involving a c-ptis-100-hc (ciaglia blue rhino percutaneous tracheostomy introducer set) from lot 13411490. It was reported that one of the dilators in the set "can not position the proximal end at the single positioning mark on the guiding catheter." A video provided of the device revealed that the safety ridge of the white catheter does not stop the blue rhino dilator as intended. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the procedure was completed with a similar device. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedure of the device, as well as a visual inspection of the returned product, were conducted during the investigation. One 32/38fr blue dilator with a white catheter inside was received. There was no damage noted. Although the ID measures out of specification, due to the flexibility and thin-wall nature of the tip, it¿s likely the out of specification measurement is due to deformation from advancing over the safety ridge. Additionally, a document based investigation evaluation was performed. The device master record was reviewed and it was concluded there are controls in place to address the reported failure mode. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "precautions maintain safety positioning marks of the wire guide, guiding catheter and dilator during dilating procedure to prevent trauma to posterior wall of the trachea.". "How supplied upon removal from package, inspect the product to ensure no damage has occurred.". A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records no related nonconformances. There are no additional complaints on lot 13387608. There is no evidence of nonconforming material in house or in the field. There is no evidence the device was manufactured out of specification. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to a component failure. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that one of the dilators in a ciaglia blue rhino percutaneous tracheostomy introducer set "can not position the proximal end at the single positioning mark on the guiding catheter". A video provided of the device revealed that the safety ridge of the white catheter does not stop the blue rhino dilator as intended. No adverse effects occurred to the patient. Additional information regarding the device and event has been requested but is currently unavailable.